Event description:
The facility indicated the bed had an unintentional movement of the head up.

Manufacturer narrative:
The technician found the bed has a error code 30-33, and replaced the side rail ucm to repair the bed.